Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. The patient was re-implanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient had pain in his head area in 2017 and the patient has not used the device for a long time. The patient also developed an infection which leads to extrusion of the electrode lead into the external auditory canal. It was also noted there were sclerotic structures around the cochlea. 14 of the intracochlear electrodes were closed due to open circuit. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the middle ear infection had spread and infected the implanted device. The patient was hospitalized overnight (date not reported) and treated with IV antibiotics (specific date and duration not reported). Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
Correction b5: there was no infection at the implant site as reported previously in the initial report 6000034-2025-00264. The infection was located in the middle ear.